Manufacturer narrative:
Product analysis: device remains implanted in patient. No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years 11 months post implant, a 25mm bioprosthetic aortic valve placed in the pulmonary position was replaced valve-in -valve with a transcatheter pulmonary valve. The reason for replacement was reported as moderate to severe insufficiency with a 27mmhg gradient and stenosis. No additional adverse patient effects were reported.